Event description:
It was reported by (B)(4) from levitronix, that the customer from (B)(6) stated that the patient was being supported with an extracorporeal circuit, which included an oxygenator. While attempting to increase rpms, the flow dropped to reverse flow. The pump was removed from the circuit and replaced with another centrimag pump, which resolved the issue. The original pump was cleaned and tested on a training loop where the problem with the original pump was reproduced. Additionally, a noise was reported coming from the pump.

Manufacturer narrative:
Functional and physical inspection of the returned pump had confirmed that the bond between the magnet and the impeller housing had failed. The evaluation of the returned centrimag blood pump also confirmed presence of loctite inside the impeller assembly and on the magnet, which demonstrated that loctite was properly applied between the magnet and impeller housing as required by the manufacturing process. Distribution of the loctite bond between the magnet and the impeller housing caused the low flow condition accompanied by audio alarm as reported by the user. Although the pump appeared to be manufactured properly, the magnet had detached from the impeller. Additional bench testing at levitronix demonstrated the strength of the bond between the impeller housing and magnet to withstand maximum motor torque and shock/drop of the naked pump from a height of 12 inches. The investigation, therefore, did not reveal any design, material or manufacturing process deficiencies, which could have caused and attributed to weakening of the bond between the impeller housing and the magnet. The root cause remains unknown.